Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23, pump error 68. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer reported receiving pump error 23. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours. Error has occurred more than once after a battery change. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
The sc1 cap locks properly into the reservoir compartment. Pump received with pillowing keypad overlay and cracked battery tube threads during the visual inspection. Successfully downloaded history files and traces using thump. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the adapt tool shows abnormal behavior. In further analysis in the pump history found: pump error 68 alarm on (B)(6) 2024 at 15:02:46.000, 19:07:03.000 and 21:06:09.000 pump error 49 alarm on (B)(6) 2024 at 15:02:46.000, 15:03:03.000, 19:07:03.000, 19:07:41.000, 21:06:09.000, 21:06:19.000 pump error 23 alarm on (B)(6) 2024 at 15:03:38.000, 19:07:57.000, 10/27/2024 at 21:06:36.000 pump error 75 alarm on (B)(6) 2024 at 08:55:39.000 and 09:10:14.000 pump error 25 alarm on (B)(6) 2024 at 01:00:00.000 and 05:00:00.000, the pump passed the displacement and active current test however, pump received with pump error 68, pump error 49, pump error 23 after battery change, pump error 75 alarm during self test and high sleep current measurement during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1. Swapping out test boards confirms pump error 68, 49, 23 after battery change, 75 alarm during the self test and sleep current measurement is isolated to the pcba 1. Pump error 68, 49, 23, 75 alarm and high sleep current measurement confirmed during testing and pump error 25 alarm found multiple times in the pump history due to moisture damage on the pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.